Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) fuwai hospital. E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 6mm x 2.50 mm in diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The 6mm x 2.50 mm in diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). The device was returned and evaluated by manufacturer. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. The balloon was inflated to the rated burst pressure of 12 atmospheres, held pressure and deflated without issue.